Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA reportedly "experiencing resistance in the primary biopsy channel " involving pentax medical video gastroscope model eg-2990i, serial number (B)(4). The resistance was encountered while using forceps, unknown brand. There was no delay in the procedure, injury or other adverse event. Two good faith effort requests for additional information have been sent to the customer with no response at this time. The customer owned endoscope was received by pentax medical for evaluation on 21-jul-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed "primary operation channel resistance" confirming the customer complaint and also documented the following inspection findings: failed dry leak test, failed wet leak test, insertion tube bump at end of root brace, bending rubber leak at proximal side, bending rubber pinhole. The device underwent repairs including the following components: operation channel, bending rubber, o-rings and seals, x-ring(1.8x19.6) gray, r.c. Wire pb-free. The endoscope is awaiting repair and approved by final qc as 05-aug-2021. Model eg-2990i, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service.